Event description:
It was reported by the patient's wife that the patient had an infection. It is unknown if the infection was device related. There is no further information available despite good faith efforts.

Manufacturer narrative:
Box b3: event date unknown.update to box h6.

Manufacturer narrative:
Event date unknown.

Event description:
It was reported by the patient's wife that the patient had an infection. It is unknown if the infection was device related. There is no further information available despite good faith efforts.